Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the sensor needle being broken off due to the serter not functioning. Customer had some sensors that she could not use because the serter kept pulling off the needle. Customer reported the sensor base remains on the pedestal when the serter is pulled away from the pedestal. Customer has discarded sensors and wants the serter replaced. No add'l info provided.